Event description:
Port was implanted on 12/13/93 for chemotherapy administration. Surgeon was consulted on 1/3/95 due to malfunctioning (leaking) port. When surgeon attempted to remove port, only 2-3 inch length came out. Subsequent radiologist's re-read of a 12/31/94 chest x-ray confirmed that catheter was broken, with the distal portion lying in the right atrium. Remaining catheter piece was removed by heart catheterization of 1/4/95.